Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported there was mechanical damage at the distal end during setup and inspection for use before the patient was in the room involving an olympus flex deflectable videoscope. There was no patient injury reported.